Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Product performance engineering reviewed the incident information. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. In this case, the device was prepped prior to use and inflated once to 15 atmospheres without any issue/ leak noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture and noted balloon damages appear to be related to operational circumstances of the procedure. Based on the reported inflammation, it is likely that during second inflation, the balloon became damaged or compromised against the anatomy, likely causing damage to the outer surface of the balloon resulting in the reported balloon rupture during the second inflation at 10 atmospheres. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a 75% stenosed, mildly tortuosity and mildly calcified de novo, concentric lesion in the proximal left circumflex artery. The vessel diameter was 3.0mm and the lesion length was 15mm. A 3.00x12mm nc trek rx balloon dilatation catheter (bdc) was prepped outside the anatomy prior to use without any issues. The bdc was advanced without resistance and the balloon was inflated once at 15 atmospheres (atms) for 15 seconds. A second attempt was made to inflate the balloon; however, it ruptured below rate of burst pressure at 10 atms. The procedure was successfully completed with an unspecified stent. There were no adverse patient effects and no clinically significant delay reported in the procedure. No additional information was provided.